Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds and impedance over the past four months that both had risen to high. The lead was capped and replaced. No patient complications have been reported as a result of this event.